Event description:
The recipient has reportedly elected for revision surgery for a technology upgrade. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information: date of event and explant date. The recipient's device was reportedly functioning. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as slices on the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt as well as slices on the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. The device failed the residual gas analysis test. The internal visual inspection revealed that one of the resistors had a corroded trace. This device was explanted for medical reasons. However, this device had a moisture that exceeded the residual gas analysis test limit. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of a resistor. Based on the residual gas analysis and dye penetrant test, it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.